Event description:
It was reported that the ilet pump¿s screen separated from the base, rendering the touchscreen unresponsive, which aligns with a device display component issue and a bonding failure of the assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display component and a loss or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.